Manufacturer narrative:
At the visit on site, the territory manager (tm) ran through the service and installation record and made minor adjustments to beam path, but no major changes made to the laser. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported an incomplete side cut on a patient's eye during laser assisted flap creation. Side cut was reported as not going up to the surface.